Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause for the blocked trigger was determined to be due to wear from normal use and servicing, however the root cause for the defective control unit was undetermined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the control unit of the battery reamer/drill device was not functioning and was defective, and the trigger was blocked, jammed, and moving heavily. It was noted that the device was without function, the control was defective, and the trigger was jammed. It was further determined that the device failed pretest for functional test, and trigger test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.